Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry was made regarding this subcutaneous implantable cardioverter defibrillator (s-ICD) and why the device did not treat an episode in question. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the case and noted normal device operation and discussed improving rhythm discrimination programming when it comes to this device. Additional information noted that therapy should have been delivered when it come to the untreated episode and the patient was given an increase in oral medication and advised to change their lifestyle to a less active lifestyle. It was noted that the patient felt unwell with the untreated episode but no syncope was noted. The rhythm spontaneously converted. The system remains implanted.